Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
The sales associate reported a cracked instrument. When using the torque stabilizer during a scoliosis case, the doctor realized there was a crack in the instrument. There was a surgical delay of one hour.